Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer used cold insulin to fill cartridge. Customer¿s blood glucose reached 112 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.